Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR# 9616680-2011-00842.

Event description:
It was reported that the patient's hip was revised. It was reported that the patient had originally received a restoration modular in 2006 with a zimmer tm shell on the acetabular side. It was reported that the surgeon observed corrosion and fretting on both trunnions [stem and body], which allegedly has lead to a osteolysis.